Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after loading the cartridge and clamping the tissue during a segmental wedge resection, it was stated that the surgeon was able to press the green button, however the handle could not be squeezed halfway, hence the stapler did not fire and the knife did not advance. The same issue occurred when the cartridge was replaced with another one. All devices were replaced with a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that each reload was partially fired. Each reload was loaded into the subject instrument for functional testing. The interlocks were overridden and each reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented each reload from firing a second time. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No furt her actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.